Event description:
It was reported PICC fracture for patient. PICC placed in different hospital. No extravasation in this PICC. Oncology patient, treatment severely delayed as patient traumatized by line fracture and device removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.